Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred after examination on the magnetom symphony syngo mr system. A patient complained of tinnitus and the feeling of being submerged under water following examination. Approximately 3.5 weeks after examination, the patient communicated to the facility that they were still experiencing tinnitus and pain in the right ear. The patient is seeking treatment from an ent physician. No other information is available at this time.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. It was reported that a patient complained of tinnitus and the feeling of being submerged under water following examination. The issue was discussed with the site radiologist who stated this would be transient. Ear plugs with a noise attenuation coefficient equal or greater than the required hearing protection are considered suitable hearing protection. The required level of hearing protection can be found in the system owner manual of each mr system. The headphones provided by siemens mr are not classified as hearing protectors. Their primary use is to provide a channel of communication between the mr operator and the patient. The headphones may be used to provide additional noise attenuation for increased patient comfort, to enable listening to music, etc. Using both earplugs and headphones does not hinder communication with the patient. The volume level on the patient intercom should be increased to medium or high to ensure clear communication. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.